Manufacturer narrative:
As lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced in the same procedure as doctor observed haptic detached after inserting into the patient's eye. Reportedly, an incision enlargement had to be performed during the same procedure. The replacement lens used was reportedly same model and same diopter. The patient was doing well post op. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/26/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. The pcb00 preloaded insertion system unit was received in its original box. The cartridge component was observed correctly engaged into lower body of the pcb00 device. The plunger component was observed in a fully advanced position. The lens from the preloaded system returned out of the device. Visual inspection was performed using microscope magnification. The lens was observed with one lens haptic damaged and the other detached. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.